Event description:
Allegedly the ex-fix became loose.

Manufacturer narrative:
Investigation is not complete. This is the same event as 1043534-2008-00309, 00311. This report will be updated, when the investigation is complete.